Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A delivery wire and the main coil were returned for this complaint; the introducer sheath was not returned. The coil and delivery wire arms were not interlocked. The delivery wire did not show damages.the main coil was found kinked and stretched, besides, the fiber bundles had blood residues and its interlocking arm was detached and it was not returned. No more damages were found. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was in good condition. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The main coil was stretched and kinked and the fiber bundles had blood residues. The interlocking arm was detached and it was not returned. Dimensional inspection of the delivery wire and main coil that cpould be measure wereperformed and were within specification.

Event description:
It was noted that coil protrusion occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the moderately tortuous internal iliac artery. During procedure, this coil was delivered after placing six coils. However, severe resistance was met and the locking arm part of the coil became separated when it was pushed. The coil was then removed from the catheter by pulling it out by hand, as it was protruding from the catheter when the y- connector was disconnected. Several new coils were then placed and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was noted that coil protrusion occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the moderately tortuous internal iliac artery. During procedure, this coil was delivered after placing six coils. However, severe resistance was met and the locking arm part of the coil became separated when it was pushed. The coil was then removed from the catheter by pulling it out by hand, as it was protruding from the catheter when the y- connector was disconnected. Several new coils were then placed and completed the procedure. No patient complications were reported.